Manufacturer narrative:
Philips service reconnected the mpdu cable, and the device was returned to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that an mpdu control issue caused auto-restart on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.